Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease fold and one curved opening on the posterior. Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified one sharp crease opening on the posterior, stress marks, and wear abrasion. Based on the device analysis the final assessment was one sharp crease opening on the posterior assessed as fold flaw opening. Additional, changed, and/or corrected data: a.4., d.9., h.3., h.6.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.